Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. Patient reported that the receiver is not present with him at the moment to perform troubleshooting steps and he will contact back. No additional patient or event information is available.